Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0213632499, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# 0213632499, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# 0213632499, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Analysis of product ID, #3889-28, found that conductor #0 was broken 3.7cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# 0213632499, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the patient had little effect from the device. Amplitudes were greater than 3.0v, and paresthesia only in and around the device pocket. Impedances were greater than 4000 on c0; 01; 02; 03; 12; 13. It was unknown what may have led to this issue. They performed on-table testing of the lead. There was a small amount of motor resp onse of anal bellowing on only one electrode and only at 3.0 ma. It was noted that the patient was originally booked for a revision of the lead and "+/-" replacement of the implantable neurostimulator (ins). The patient's lead was removed and replaced. The issue was resolved at the time of the report. There were no further complications reported as a result of this event.